Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had an infection. There were redness and drainage from the lead incision site. The patient underwent an explant procedure and was prescribed antibiotics.